Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging display issue. The reporter alleged that after doing a bolus, the meter is not displaying the pump's serial number as it should be; meter is communicating with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.